Manufacturer narrative:
1/13/97- supplemental report #1 sent to FDA.

Event description:
The disposable loading unit was used with an instrument during a vaginal hysterectomy procedure. The staples did not lock . The surgeon manually sutured to complete the procedure. No pt injury reported.